Manufacturer narrative:
Device evaluation: analysis of the returned device identified creases fold, wear abrasion, yellow particles and opening on radius. Leak test and microscopic analysis were performed which identified observed void on valve side within specification per qa199.06(texture side) is not considered a workmanship, observed void >1 mm in non-textured, valve-to shell-bond area and opening crease smooth on radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease smooth on radius due to fold flaw opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.